Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the insulin pump took time to load or get into the screen when buttons were pressed. Insulin pump was slower to respond. Troubleshooting was performed. Customer stated it did let access the menu screen immediately but when they pressed the up and down arrow both did not respond. Customer stated issue started last month but it happened all the time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.